Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that insulin pump alarmed motor error. Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 51 mg/dl. Customer was light-headed and nauseated, she thought she was having a stroke. Customer unsure of what caused the low blood glucose. Hospital treated with IV. The current blood glucose reading is 143 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional testing could not be performed, including the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the motor error alarm. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and a cracked belt clip slot.